Event description:
During a coronary stent procedure, crossing difficulties were encountered. The physician had attempted to direct stent a lesion in the right coronary artery. He was unable to cross the lesion and resistance was encountered during removal. While attempting to withdraw the system, it became caught on the guide catheter and the entire system was removed. The procedure was completed with another stent. No pt injuries or complications were reported.